Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the monopolar curved scissors most likely collided with the fenestrated bipolar forceps when the arcing event occurred during the procedure. The customer reported that the arcing had occurred when monopolar energy was activated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the arcing was observed only with the fenestrated bipolar forceps and not with the monopolar curved scissors (mcs).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.